Event description:
It was reported that the patient complained of thumping under the left breast. It was determined that the cause was episodes of pacemaker mediated tachycardia. The device was reprogrammed and no further episodes were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.